Manufacturer narrative:
The hvad pump (B)(4) was not returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of controller log files, which revealed a rise in power consumption and multiple high watt alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: 03/14/2016; log dates through 02/29/2016 to 03/14/2016: normal power consumption. Additional notes: 45 high watt alarms have been logged since march 13, 2016. The current high watt alarm limit is set to 6.5 w. Waveforms indicate an increase in power consumption starting on march 6, 2016 leading to parameters outside the normal operating range on march 13, 2016. Current are within the normal operating range. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Sepsis is associated with homeostatic abnormalities ranging from isolated thrombocytopenia and/or subclinical activation of blood coagulation (hypercoagulability). This patient's recent history of infection which may have impacted coagulation factors as well as sub therapeutic inr are factors that may have contributed to the reported events. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the patient came to hospital on saturday (B)(6) due to hematuria. After tpa power consumption seems to be return on baseline. It was stated that thrombolysis was performed on (B)(6) 2016. It was also stated that the patient had an infection. Log files were sent to manufacturer and patient is stable in ICU. Patient was said to have died on (B)(6) 2016 due to cerebral hemorrhage after coagulation disorder. It was reported by the site that the pump will not be returned and no autopsy will be done. The official cause of death is brain damage due to hemorrhage. No further information will be made available by the site.